Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed/frayed wires and sparking of the power supply. The power cords were replaced and there were no adverse consequences reported by the patient.